Event description:
No pump was returned. Due diligence was completed after three attempts to retrieve the pump from the customer. The report of pumps that would stop infusing blood on the secondary could not be confirmed or refuted. No logs or serial number information was received from the customer.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed called and reported we have two pumps that would stop infusing blood on the secondary. Biomed unsure of error. Biomed will do test infusions with primary and secondary infusions. No patient harm. Biomed updated: department lost track of this pump and will notify us when they find it. A preliminary review of the logs identified the following issue: infusion stopped (no ae). Unknow active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.